Event description:
It was reported that during a pta / stenting treatment procedure involving the superficial femoral artery, delivery device removal difficulties were encountered. The physician successfully deployed the sentinol nitinol 6x79x1350 biliary stent, but as he was withdrawing the stent delivery device, it became caught on the guidewire. The stent delivery system and guidewire were removed together as a unit. The procedure was successfully completed using another guidewire. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.